Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device failed idea testing due to experienced first column of keys not working including on/off key preventing power on. Service evaluation verified the first column of keys not working including on/off key preventing power on. The cause was identified to be failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced first column of keys not working including on/off key preventing power on. No additional information is available.